Manufacturer narrative:
(B)(4). Date of initial report: 03/02/2016. One used lf1537 was received for evaluation. Visual inspection of the returned device confirmed the inner flange component that pulls the tube to operate the jaws is broken. The device was also noted to have signs of unusual use and possibly multiple uses, including discoloration and scratches on the jaws. The direct cause of the broken component could not be reliably determined. Review of the device history records for this lot found no potentially contributing entries, and this lot was released after meeting all quality requirements. There is no trend associated with this issue. The IFU included with this product warns users that it is a single use device. The IFU also states that caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles.

Event description:
The customer reported that during a procedure, the device was found to have a broken handle joint. No injury to the patient occurred. Incoming inspection of the returned sample found that a small metal piece of the device was missing. The customer reported that the missing piece was loose and removed from the device during the procedure.